Event description:
Boston scientific received information that this right ventricular lead needed to be replaced due to a decrease in pacing impedances, sensing issues, and inappropriate shocks. The next day this lead was checked prior to the procedure and it was noted that the lead had oversensed signals on the right atrial channel and inappropriate anti-tachycardia therapy was delivered. Upon stating the procedure an x-ray revealed that the right ventricular lead had migrated. Upon attempting to reposition this lead, the stylet would not advance into the lead. Retracting and extending the helix of this lead was not possible. A new lead was implanted, while this right ventricular lead was surgically abandoned and remained in the patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.